Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving lioresal via an implanted pump. The indication for use was intractable spasticity and cerebral palsy. It was reported the patient thought their pump was flipped and they felt like they were in withdrawal. The event date was (B)(6) 2018. The device diagnosis was pump inversion and the clinical diagnosis was baclofen withdrawal. "A" x-ray was performed, on (B)(6) 2018, and ap and lateral abdomen images show that the intrathecal tubing and substantial parts of the extrathecal tubing of the baclofen pump apparatus are invisible or obscured and cannot be evaluated. The pump was repositioned on (B)(6) 2018 and the catheter was explanted/replaced the same day. The event resulted in a life threatening illness or injury that required in-patient or prolonged hospitalization. It was indicated the event was related to the device or therapy the issue was noted as ongoing. On (B)(6) 2018, psr update (sdy, hcp): additional information was received from a healthcare provider via a clinical study reported the patient's catheter was twisted.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the event was unresolved with no further action planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via clinical study indicated the cause of the pump flipping/pump inversion was unknown. It was noted that the catheter issue was that the catheter issue was twisted. The patient's baseline weight was (B)(6). The event was noted as ongoing as of (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Updated to reflect the information received on 2018-dec-20. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-dec-20. It was reported that, as of (B)(6) 2018, the patient was receiving 2000 mcg/ml of baclofen at 499.96383 mcg/day. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant product(s): product ID: 8780, lot# serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the event was resolved without sequelae on (B)(6) 2018.